Event description:
Discordant, elevated calcium_2 results were obtained on an advia 1800 instrument for two patients. The discordant results were not reported to the physician(s). The same samples were repeated multiple times as the customer replaced the calcium_2 reagent pack (from the same lot) more than two times on the instrument. The repeated, lower calcium_2 results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant calcium_2 results was unknown. The fse performed a preventive maintenance and performed a system decontamination. The fse determined that there was no instrument malfunction during the time of this event. The instrument is performing according to specifications and no further evaluation of the system is required.